Event description:
The pt had undergone laparoscopic cholecystectomy, and a suture-needle holder device was being used in wound closure of the peritoneum. This nondisposable device holds a suture needle to which is attached the suture itself. During this process, one piece of the movable, grasping tip of the suture-needle holder broke off and fell into the intraperitoneal space. The broken piece (part of the pincer tip) was immediately retrieved from the space and placed into a container for future inspection. No foreign body remained in the pt and no injury resulted from this incident. The surgery itself was not extended in any way. Another device was obtained in order to finish the wound closure. The defective device may have been older, thus, "metal fatigue" may have caused the tip (one-half of the two-piece pincer portion) to break off. Both the defective device and the broken fragment are now contained within a sealed plastic bag for future reference.